Manufacturer narrative:
Customer medwatch # mw5058430. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak from a smartsite port after disconnecting a syringe that had been used to withdraw tpn. Although it was noted that the patient subsequently had decreased urinary output and a blood glucose of 70, no medical intervention was reported as a result of this event and the patient has had no lasting effects. We received a copy of the customer's medwatch that states: "infant started on tpn for nutritional support and to maintain adequate glucose levels. Tpn infusing through smartsite infusion act. Site blow filter remained engaged after attaching a syringe and withdrawing tpn fluid. Blood and intralipids noted to be backing up into tpn tubing due to y-site to tpn tubing being continually depressed resulting in fluids leaking out. Large amount of tpn noted under isolate bedding. There was decrease in the patient's urine output and glucose was 70. New tubing obtained. No further issues with glucose or urine output. Dose or amount: 2.7 ml/hr; frequency: continuous; route: intravenous. Diagnosis or reason for use: hypoglycemia. Event abated after use stopped or dose reduced, yes.

Manufacturer narrative:
Concomitant products: baxter, 250ml IV bag, lot: 1052295, expiration: 2018-05; swab caps; therapy date (B)(6) 2015. The customer¿s report of leaking from a smartsite port after disconnecting a syringe was confirmed. Visual inspection after removal of the attached alcohol impregnated swab cap determined that the piston in the distal y-body smartsite was depressed down inside the female luer adapter (fla). No other anomalies were observed during visual inspection. Functional testing was performed; during the priming, leakage was observed from the distal y-body¿s smartsite fla. A comparison between the proximal y-body smartsite and the distal y-body smartsite revealed the clear acrylic body of the distal smartsite fla appeared to have a white cloudy substance its entire length. On the inside of the fla a substance created a ridge encompassing the entire interior circumference of the fla that caused the piston to stay depressed. The root cause of the leak from the smartsite port was identified as a damaged y-body smartsite. The identified probable cause of the damage could be from a combination of the white cloudy substance and fluid ingress.